Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion sets fell off events while doing swimming on date 08-jan-2024. First infusion set was in use for 1 hour. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 1933076 - MDR 3003442380-2024-19345. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected to the tape. All test results were within specifications. The following test was performed: visual inspection according to (version. 17) sample of the contact detach, neria multi, and trusteel models - sampler for contact, contact detach, neria multi .doc batch review: the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno contact detach g29 60/6tcap 10pk int was manufactured under system application product (sap) code 1726019 and manufacturing lot number 6004899 on 09-jan-2024 and 30,000 final units in the machine 14 were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.